Event description:
It was reported the patient has sign/symptoms of infection in the pump pocket and possibly along catheter track to the spine. The pump was explanted. The patient also had another manufacturer device implanted and that pocket also had signs and symptoms of infection. The physician questioned if that device was infected prior to the pump implant and spread the infection to the catheter and then down to pump. The other device was also explanted. A culture was taken from the device pocket and the blood. The type of organism was unknown. Antibiotic treatment was necessary. Patient status was alive - with injury. It was later reported perioperative antibiotics were administered. The onset of infection was day seven. The signs and symptoms of infection were noted as redness, swelling and pain. The location of the infection was the device pocket and the lumbar region. The results of a culture of the device pocket and lumbar region were (B)(6). Treatment for the infection was intravenous antibiotics and total device system explant. The patient outcome was ongoing.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).